Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the entire abdomen using the cooladvantage petite applicator and has been diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Additional data: a2 a3a a4 a6(white). D4. Changed data: d1 d8 d9 g1 g4 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2021 using the cooladvantage petite coolcurve system applicators, who developed paradoxical hyperplasia (ph) after treatment.